Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and remains in the patient out of service. A new lv lead was implanted. No patient complications have been reported as a result of this event.